Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation, to confirm the alleged defect reported, and determine the root cause, it is necessary to evaluate the sample involved. Root cause in undetermined. No corrective actions can be assigned at this time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint states "the reservoir bag was not inflated. Therefore, a new unit was opened instead. The user had pre-inflated the reservoir bag before placing the mask on the patient, and the oxygen flow was more than 6l per minute." No patient harm was reported. Patient condition reported as fine.